Event description:
Customer reported receiving too high of reading on her adc freestyle libre sensor compared to reading obtained on an hcp meter. On (B)(6) 2019 a sensor reading of 479 mg/dl was obtained and experienced symptoms described as ¿weakness, coordination problems, erratic, cold sweat and subsequently lost consciousness¿. The paramedics were called, and upon their arrival, the customer was treated with dextrose and infusion. During hospital transport, paramedics continued treatment of infusion and glucose and at the hospital, a sensor scan of 228 mg/dl was obtained compared to a reading of 60 mg/dl on the hospital meter. The customer was diagnosed with hypoglycemia and continued the treatment with infusion and glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving too high of reading on her adc freestyle libre sensor compared to reading obtained on an hcp meter. On (B)(6) 2019, a sensor reading of 479 mg/dl was obtained and experienced symptoms described as ¿weakness, coordination problems, erratic, cold sweat and subsequently lost consciousness¿. The paramedics were called, and upon their arrival, the customer was treated with dextrose and infusion. During hospital transport, paramedics continued treatment of infusion and glucose and at the hospital, a sensor scan of 228 mg/dl was obtained compared to a reading of 60 mg/dl on the hospital meter. The customer was diagnosed with hypoglycemia and continued the treatment with infusion and glucose. There was no report of death or permanent impairment associated with this event.